Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's internal magnet was reportedly dislodged. The recipient's internal magnet was reportedly massaged back into place. The recipient's pain, discomfort and sound quality issues have resolved. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain, discomfort and sound quality issues following an MRI. Head bandaging protocol was reportedly followed. The external magnet was reportedly exchanged.